Manufacturer narrative:
MDR 3003442380-2026-11285 / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient had high blood glucose level and ketones which was treated with bolus via pump or mdi on (B)(6) 2026. The patient replaced infusion set and resumed insulin successfully.